Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03621 and 04309).

Event description:
Patient has been indicated for revision with custom implants due to an unknown reason. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 0001825034-2017-00151, 0001825034-2017-00152, 0001825034-2017-00153, 0001825034-2017-00154).

Event description:
It was reported the patient underwent a left total hip arthroplasty on (B)(6) 2016. Subsequently, the patient was revised due to infection on (B)(6) 2016. Op notes stated that there was a fungating mass that was removed and the acetabular component was loose. Three screws in the augment were fractured. Two screws were left in the ilium as the surgeon felt it was best not to remove them due to the possibility of creating a deformity in the ilium.